Manufacturer narrative:
Results: visual inspection of the returned prod showed that there was no visible damage to the lens. There was evidence of a clear surgical residue.

Event description:
It was reported that the surgeon inserted an aq2010v three piece silicone lens and the lens was removed because the pt required an anterior chamber lens. There was not pt injury reported.